Manufacturer narrative:
The device was in use for treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure (destino steerable guiding sheath in-process and final inspection): leak test: sample size: 100% perform leak test according to procedures based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Per instructions for use (IFU): the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
The customer reported that the end of the sheath was leaking during an ablation procedure, there were no patient complications reported. The procedure was completed successfully.

Event description:
The customer reported that the end of the sheath was leaking during an ablation procedure, there were no patient complications reported. The procedure was completed successfully.

Manufacturer narrative:
The device was in use for treatment. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per procedure (destino steerable guiding sheath in-process and final inspection): leak test: sample size: 100% perform leak test according to procedures based on available leak tester. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. Per instructions for use (IFU): the steerable sheath must be thoroughly flushed with either saline or heparinized saline and free of air prior to use to avoid air embolism to the patient. Wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.